Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude measurements, oversensing, and inappropriate shock. The device was reprogrammed. Then additional inappropriate shocks occurred again. Noise as also observed; however, it was noted the inappropriate shocks were due to t wave oversensing. The patient was hospitalized and the device was reprogrammed again. No additional adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.